Event description:
A surgeon states that an intraocular lens (iol) was found to be torn when it unfolded in the pt's eye. It was reported that it was necessary to widen the wound in order to remove the iol.